Manufacturer narrative:
Final analysis found the lead was returned in one piece measuring 51.8 cm. The damages found were sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an unspecified lead failure. The lead was explanted and replaced during a pulse generator upgrade procedure. No further information was available.